Event description:
Inbound. Patient reported cadd legacy pump no disposable clamp tubing alarm while driving, patient changed to back up pump and new veletri cassette with assist from passenger, back up pump gave no disposable clamp tubing alarm as well. Patient resolved alarm with changing new cassette to original pump and verified pump running, cassette not available for return. No further details provided.